Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys cmv igg assay results for one patient. On (B)(6) 2016, the initial result from an aliquot produced by the modular preanalytic analyzer (mpa) was < 0.150u/ml with a data flag (non-reactive). On (B)(6) 2016, the result from the primary sample tube was 56.25 u/ml (reactive). On (B)(6) 2016, both samples were repeated. The result from the aliquot was < 0.150u/ml with a data flag (non-reactive) and the result from the primary sample tube was 51.59 u/ml (reactive). The erroneous results were reported outside the laboratory. The result of 50 u/ml was confirmed in another laboratory with another sample from the patient. Therefore, the customer believed the higher result to be correct. The patient was not adversely affected. The reagent lot number was 174473 with an expiration date of september 2017. The customer suspected there was contamination as the nurse had stated there was a problem with this sample.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue could most likely be excluded. Quality control data were within specifications. The most likely root causes include issues with sample quality, low sample volume, or possible mismatch of samples.